Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. However, one electronic photo was provided for review. The photo shows a close view of the power port attached to a piece of catheter and cathlock. There was some reddish material, possibly biological in origin noted throughout the port body. No visual crack or damage was noted on the catheter and port. Therefore, the investigation is inconclusive for the reported fracture and suction issue as the provided photo was not sufficient enough to confirm the event. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h4, h6 (method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that twenty-eight days post a port placement in the chest wall via internal jugular vein, the tube was allegedly broken, and no blood return was drawn. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that twenty-eight days post a port placement in the chest wall via internal jugular vein, the tube was allegedly broken, and no blood return was drawn. There was no reported patient injury.